Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8737-16 and an ar-8737-25 , 2.4 and 3.0 cannulated drivers broke during a case due to wear and tear. Patient was not affected.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned ar-8737-16 had both twisted and broken. No fragments were returned for inspection. Also, it was noted that the paint groove of both colors is coming off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Functional testing was not performed due to the damage to the device.